Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that alleged a patient received 1st degree burns on patient's leg. The warming blanket was on the patient's lower body during the procedure. The warming blanket was directly on the patient, who was wearing a gown. His legs were exposed. There was a blanket over the warming blanket and then a surgical drape. The unit was set to 44 degrees c. The unit did not give an alarm. The procedure lasted 2.5 hours. The burns were noticed after the procedure was completed. The patient received over the counter topical ointment for comfort, no further adverse sequelae was reported.